Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to log in and received a cannot login error message. The customer mentioned that there was no access to the station, that it was affecting workflow, and that they had restarted the station. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist identified the root cause as an es server misconfiguration that occurred following an es upgrade, which required ids configuration. The required configuration change was completed and verified. No further action is needed at this time. The system functioned as intended after the technical support specialist troubleshot the device.